Event description:
It was reported that after a PICC was placed in this patient today, it was found that the connection of the transparent strain relief of extension tube was not engaged firmly.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of connector damage was confirmed. The product returned for evaluation was one 4fr s/l groshong nxt two-piece connector. The sample was received assembled. The compression sleeve appeared to partially extend into the clear over-sleeve portion of the connector. Following longitudinal bisection of the sample, inspection of the compression sleeve confirmed that it was advanced entirely into the narrow region of the bore. Microscopic inspection of the compression sleeve confirmed that it was advanced entirely into the narrow region of the bore. The sleeve appeared compressed and deformed. The compression sleeve length was measured and found to be within manufacturing specifications. The location of the compression sleeve would have prevented both catheter advancement and proper function of the connector. The position was past where the compression sleeve should be when the connector is assembled, suggesting that an object was inserted into the distal connector segment, forcing the compression sleeve into the narrow region of the bore. The product IFU provides instructions for proper catheter/connector system assembly. A lot history review (lhr) of redu1526 showed two other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu1526 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that after a PICC was placed in this patient today, it was found that the connection of the transparent strain relief of extension tube was not engaged firmly.